Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.

Event description:
The facility representative reported a colleague infusion pump that the "stop button on channel a is not working". It is unknown when the reported condition occurred. There was no patient injury or medical intervention reported. There is no additional information available.